Event description:
It was reported to boston scientific corporation that three minutes into a hydrothermal ablation procedure, using a hydrothermal procedure set, fluid loss was noted. According to the complainant, a tenaculum was applied at the three o'clock position and the physician replaced the gauze in the vagina. Approximately three minutes after resuming the procedure, fluid loss was noted; another tenaculum was applied at the six o'clock position and the physician replaced the gauze in the vagina. It was further reported that the machine was restarted and the physician completed the procedure with no fluid loss. At the conclusion of the procedure, the physician noted excoriated skin at the vagina, which the physician thought could have resulted from the saline. The physician reported that this was a first degree burn. There were no other patient complications as a result of this event and the patient's condition was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.